Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was initially reported that a cadd-legacy® pca pump "[was] burned up." It was then clarified that there were black marks on the screen, were unable to read anything on the screen, and the pump buttons would not respond. It was noted that the patient did not drop the pump. During troubleshooting, it was observed that the pump "sounded like it was running but nothing was on the screen" after a battery change. The device had been in use for 7-11 months. The pump was discontinued and a pump replacement was set up for the patient. No patient injury was reported.

Manufacturer narrative:
One cadd-legacy® 1400 duopa pump was returned for investigation. Visual inspection found the returned device to be in fair condition. The device chassis and pumping components were functional and well used. The outside of the device presented evidence of applied residual fluid. Examination of the lcd display found that "black marks" were present on the display which made the display unreadable. The lens cover of the lcd was removed for further examination. During examination it was found that the display showed signs of physical damage. The observed physical damaged resulted in the "liquid" in the crystal display leaking internally in the lcd. Due to the observed damage, the lcd display of the device was non-functional. Additional examination of the device's internal components did not find any indications of burning or heat related damage to the device. During functional testing, the device powered on without alarm and the device event history log was retrieved. The device was then opened and the lcd display was replaced. After replacement of the lcd display, the device functionality, sensor operation, and delivery accuracy were examined. Sensor testing found that the alarm sensors functioned within specification. Delivery accuracy testing found that the device was functional and delivered fluid within specification. A review of the device event history log found that a 1660 error had occurred; the mp board of the device was replaced to address the error. Investigation was unable to determine the root cause of the damage to the lcd display. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Event description:
It was further reported that the patient did not require any medical intervention due to the reported event.